Event description:
Pt underwent right popliteal angiogram, pta of right popliteal artery. Pt was found to have retained segment perclose device. Pt taken to the or for surgical removal of foreign body. Tip of catheter and repair of left femoral artery, pt subsequently discharged in stable condition.